Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had an issue with the manual bolus and the time and date needs to be set up. Customer stated that she is sick with a stomach virus. Customer's blood glucose level was 250 mg/dl. Customer took 40 units with the needle. Customer noticed that the manual bolus was missing this morning when she hit the act button on bolus. Customer stated that the serial number is missing in the status screen. Customer mentioned that a piece of the plastic on the edge of the reservoir was peeling off. Customer has 3-day kidney disease and has had heart surgery, so she checks her blood glucose level 10 times a day. Customer uses a manual bolus and her basal rates are wrong. It was reported that the damage is located inside the reservoir compartment. Customer noticed the damage 2 months after receiving the replacement pump. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. No further details given.